Manufacturer narrative:
The actual broken device is reported to be discarded by the user facility, so it is unavailable for our inspection. The DHR of the batch (B)(4) was reviewed and no deviations were found. The batch was produced in accordance with the procedure and spec. The batch was sample tested for tensile strength in the white part of the drain area and the result was conforming. No add'l similar complaints were received for this part in the last year. The retain sample from the same batch (B)(4) was inspected visually and also tested for the tensile strength in its white part, which was reported to broke inside the pt's. The results were conforming. Conclusion: we were unable to find any evidence that the quality of our product caused the event. According to our experience, the drains often get damaged or nicked during insertion. One of the characteristics of silicone is easy breakage in the area of even slight out. As the actual sample is unavailable, we are unable to detect the real cause for this breakage. We consider that it is unlikely the drain broke due to any manufacturing failure. Our conclusion: we were unable to find any evidences that the quality of our product caused the event. According to our experience, the drains often get damaged or nicked during insertion. One of the characteristics of silicone is easy breakage in the area of even slight cut. As the actual sample is unavailable, we are unable to detect the real cause for this breakage. We consider that it is likely that the drain broke due to any mfg failure.

Event description:
Five days post op from open gastric bypass surgery, during removal of jackson-pratt drain, an end portion of the drain fractured and was retained intraabdominally. The pt was taken back to surgery for removal of retained piece of drain.